Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 173769: (B)(4) items manufactured and released on 10/31/2017. Expiration date: 10/15/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the poly insert 1 year and 5 months after primary. The surgery was completed successfully.